Event description:
The hcp reported the catheter had a break, tear, or hole. The catheter was explanted and replaced and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.